Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer: a pcb 5.00mm / 2.0cm / 90cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9 mm distally of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% target lesion area was located in the moderately tortuous and severely calcified popliteal artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an endovascular therapy. During procedure, at first inflation it was noted that the balloon ruptured. However, it was further reported that all of the device components were completely and simply pulled out from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% target lesion area was located in the moderately tortuous and severely calcified popliteal artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an endovascular therapy. During procedure, at first inflation it was noted that the balloon ruptured. However, it was further reported that all of the device components were completely and simply pulled out from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.